Event description:
It was reported that an unspecified quantity of em2400 valve sets leaked multivitamins from port 2. The issue was identified during compounding in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). 3010291427-06/21/2022-001-c. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.